Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with minor scratches to the lcd window, a cracked case at the display window corners, cracked battery tube threads and belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. It was reported that the customer was playing football on a very hot day and the insulin pump was in their shorts, facing the skin. The customer left the insulin pump to dry out and it started working, but the buttons were not responding as they should. The customer's blood glucose was 14.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.